Event description:
It was reported the programmer could not display to an external monitor. The programmer was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported display issue. Analysis found the programmer booted up to a system error due to the mpu (main processor unit) printed circuit board assembly. Analysis also found the programmer was unable to pull error information due to the hard drive. (B)(4).